Event description:
A female with a history of aortic valve stenosis and aortic insufficiency, underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. The top stents were deployed first and then the contralateral side was cannulated. The confirmatory angiogram showed some endoleak remained. The endoleak was deemed to be a type I and so the proximal neck was ballooned using a balloon catheter (25mm). The endoleak remained and the physician suspected it was a type iii, so he conducted an angiography inside the graft. The blood flow was blocked using a balloon at each junction site but the endoleak persisted. Then the endoleak was labeled type IV by the physician and the procedure was completed. The physician took a wait-and-see approach. At approximately 3 weeks later, a follow-up CT was conducted and confirmed the endoleak was resolved. The status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.